Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses. Approx three months later, the aorta ruptured, and a cook endovascular device was implanted overlapping proximally with the trunk ipsilateral leg component. In approx two months later, all the endovascular devices were explanted due to infection and replaced with a homograft. The pt is stable and no longer hospitalized.

Manufacturer narrative:
A review of the mfg records could not be conducted because the device serial number was not available. Results - there are no mfg eval results because the device serial number was not available.